Manufacturer narrative:
Based on the claim against the product by the customer noting an unknown issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage. During a visual inspection, the instrument was found to have thermal damage at the base of the grip on the side of the yaw pulley. Additional observation not reported by site: signs of corrosion were found on the instrument bearings. Both pitch and grip input disk bearings exhibit orange discoloration. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. The probable root cause of corrosion is attributed to improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. This complaint is considered a reportable event due to the following conclusion: based on failure analysis, the instrument exhibited signs of thermal damage at the base of the grip on the side of the yaw pulley. Thermal damage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the fenestrated bipolar forceps instrument was broken. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) has made an attempt to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.